Event description:
The ultra shears tip broke off during the procedure and fell into the patient cavity. It was retrieved with grasper and another ultra shears was used to complete the procedure. There is no report of patient injury.